Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cysto-nephro videoscope had problems with reprocessing as scope was blown due to pressure cap not being attached. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device history record was unable to be reviewed for this device since the lot/serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to the pressure cap not been attached properly. However, while the device malfunction was confirmed, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device. Additional information: h3, h6.